Manufacturer narrative:
This product is not marketed in the us. Patient code: (B)(4) - secondary surgical intervention, exchange (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -09.50 diopter, implantable collamer lens into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a longer length lens due to excessive vault. This exchange resolved the problem.

Manufacturer narrative:
Corrected data: original MDR stated "lens was exchanged for a longer length lens due to excessive vault." This should be corrected to "lens was exchanged for a longer length lens due to low vault." Claim #: (B)(4).

Manufacturer narrative:
Additional data: device evaluation: lens was returned dry in a micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found no visible damage to the lens and presence of residue on the lens surface. Claim# (B)(4).